Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2015 between 6 and 6.30 pm they allegedly obtained inaccurate high result of 17.4 mmol/l with the subject meter. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue. The patient claims she developed symptoms of blurred vision, numbness in legs, weakness, hot flashes before the product issue began. The patient told the cca that as soon as she felt unwell she tested her blood sugar obtained inaccurate high results of 17.4 mmol/l. The emergency medical services were called and on arrival tested the patients' blood glucose and obtained a result of 4.7 mmol/l (meter unknown). It unknown if the results would/would not meet lifescan's accuracy criteria as the comparison was taken out with 30 minutes. The patient alleged being treated by the paramedics with orange juice and sugary water. The paramedic retested the patients's blood glucose at an unspecified time and observed a reading of 5.4 mmol/l. The patient retested straight away and observed a inaccurate high result of 17.4 mmol/l with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The cca also confirmed the patient would store the test strips outside of the vial they come in. The cca educated the patient on the importance of keeping the test strips in the vial they come in and control solution testing and also on doing proper meter to lab test replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury before the alleged inaccurate high issue began.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.